Event description:
It is reported during a l5-s1 fusion the surgeon implanted four (4) screws and was performing final tightening on the screws. During final tightening, the first screw broke completely at the tulip head and sheared off one side of the tulip. The other screws kept splaying preventing final torque application. This resulted in a forty (40) minute surgical delay. At this time, no adverse effects have been reported as a result of this event.

Manufacturer narrative:
It is reported the product will not be returned to the manufacturer for evaluation. Without a product return, no product evaluation is able to be conducted. Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event, see also 2242816-2015-00074.